Event description:
It is reported that during the passage of the PICC, it was observed that it had microholes in the first third part of the catheter. Through the microholes was leakage of saline which was being used for testing. The catheter was never implanted in the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. (B)(4).